Manufacturer narrative:
(B)(4). The patient's medications include; dilaudid, tylenol, synthroid, and oxycodone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2017, pre-implantation imaging identified an ascending thoracic aortic dissection (zone 0) with a reported total treatment length of 32.6 cm. Additionally, significant thrombus was identified at the distal implantation site. On (B)(6) 2017, the patient underwent successful revascularization of the head vessels, consisting of right carotid to left carotid and left carotid to left subclavian artery bypass procedures. On (B)(6) 2017, the patient underwent endovascular treatment of the thoracic dissection, proximal to the brachiocephalic trunk and distal to the sinotubular junction, with two gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. According to the report, the brachiocephalic artery was the intended branch vessel to be treated. Successful access and delivery to the intended implantation site and retrieval of the device delivery system was reported. No significant blood loss was reported, nor was a transfusion of blood products administered during the implant procedure. Reportedly, a spinal drain was placed to prevent paraplegia. Final angiography showed exclusion of the dissection, full patency of the aortic device, side branch component, and tag device with no evidence of endoleak(s). The devices were implanted as intended and the procedure was concluded with no reported complications. The patient tolerated the procedure. Post-operatively the patient was transferred to the cardiac intensive care unit (cicu) for observation. According to the report, while in the cicu, the patient complained of severe bilateral leg pain and numbness. Reportedly, the patient became hypotensive and a transfusion of 2 units of blood products was administered. That same day, a computed tomography angiogram (cta) of the lower extremities with intravenous contrast was performed. Imaging identified evidence of acute right lower extremity ischemia with atheroembolism. Reportedly, the left common iliac artery was compressed by the false lumen and occlusion of the femoral to femoral artery bypass graft along the lower anterior pelvis was also noted. The celiac, superior mesenteric and proximal right common femoral arteries all appeared compressed by the false lumen. Limited arterial flow to the bilateral lower legs with multifocal areas of arterial occlusion was identified on the cta images. The patient was diagnosed with lower extremity ischemia, resulting in the loss of bilateral lower leg pulses. According to the physician, an embolic event caused the ischemia to the lower extremities following the complex endovascular repair of the chronic thoracic aortic dissection. Later in the day, the patient was taken back into surgery for emergent treatment of the ischemia. According to the report, the patient first underwent an exploratory laparotomy to evaluate the bowel. The superior mesenteric artery (sma) compression was treated with the positioning and deployment of a zilver (9mmx60mm) stent into the sma. Reportedly, a completion angiogram showed a widely patent sma. A left lower extremity thrombectomy was performed and reportedly a large amount of clot was evacuated from the tibial vessels and blood flow was restored. The significant compression of the left iliac artery was reported to have been resolved with the deployment of a zilver (10mmx80mm) stent into the true lumen of the left common iliac artery. Next, a right popliteral and tibial artery thrombectomy was performed and atherosclerotic debris was removed. Reportedly, at the conclusion of the procedure, the bilateral lower extremities were noted to be warm, well perfused with bilateral pulses present. The patient tolerated the procedure and was transported to the intensive care unit (ICU) for recovery. It was reported, on (B)(6) 2017, the patient was discharged to an acute care facility for continuing care.